Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Power connector plug in and locked in place properly. No blank display noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery changed but the issue was not resolved. When customer removed battery insert battery alarm did not displayed on the screen of insulin pump. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated the spring was neither damaged nor corroded. Display did not return even after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.